Manufacturer narrative:
The customer was unwilling to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test (B)(6) 2021 performed on an unknown sample. The consumer report that they obtained (4 ) four negative results with the binaxnow¿ covid-19 antigen self test. Pcr confirmation test was performed and generated positive results. (CT values not provided) no additional patient information, including treatment and outcome, was provided.